Event description:
It was reported that the patient ineffective stimulation due to invalid impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.